Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump bolus wizard was not calculating and delivering the correct bolus accurately. The blood glucose level was unknown at the time of incident. The customer also mentioned that batteries last for few days  and insulin pump screen was cracked. Troubleshooting was not performed. The device will not be returned for analysis.